Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I prolactin results for a 40-year-old female patient when comparing the patient¿s results when tested at other laboratories. The following results were provided: at the customer¿s site on (B)(6) 2023: prolactin result = 106.9 ng/ml; repeat result = 106.9 ng/ml. On (B)(6) 2023: prolactin result = 106.1 ng/ml. Reference range: female = 5.18-26.53 ng/ml. Cvs lab on (B)(6) 2023: prolactin result = 28.96 ng/ml. Reference range: female = 2.80-29.20 ng/ml; post menopause = 1.80-20.30 ng/ml; pregnant females: 9.70-208.50 ng/ml. Pardini lab on (B)(6) 2023: prolactin result = 11.6 ng/ml; repeat result post dilution = 16.5 ng/ml; repeat result post treatment with peg (prolactin concentration after treatment with polyethylene glycol) = 10.88 ng/ml. Reference range: female = 2.80-29.20 ng/ml; post menopause = 1.80-20.30 ng/ml. A new sample was collected from the patient and tested for prolactin at the customer¿s site. The result was 89.98 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false elevated alinity I prolactin results included a search for similar complaints, and the review of complaint text, trending data, labeling, in house testing, and device history records. Return testing was not performed as returns were not available. The complaint activity review by lot indicates that the reagent lot performs as expected. A review of tracking and trending did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with lot 44167ud00 and complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity I prolactin reagent lot 44167ud00.